Manufacturer narrative:
The device has been returned and evaluated by product analysis on 7/21/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture inside all internal areas of the pump, on all the boards, near the motor flex connector and on the keypad connector. It was also observed that the keypad was intact with no evidence of peeling or damage. A leak test was performed and failed due the pump case being cracked. Due to moisture damage, the text on the display screen was distorted and the keypad was unresponsive to user presses. The investigation was unable to test the bolus button due to the keypad not working. The sound in the pump was also not working due to moisture damage. The keypad was removed to inspect under the contacts and contamination was found under all the contact buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button on the keypad was under responsive to user presses and there was moisture behind the display. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.